Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9733877, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the screen froze when building a tumor model in the stealth viz application. This occurred when moving from the segmentation tab to the view tab. After the screen froze, it was necessary to do a hard shut down. When booted back all the work was lost and the doctor decided to move on without using the planning station right before the patient was induced. There was no patient involvement.